Manufacturer narrative:
(B)(4). A batch review will be performed for potentially associated lot number 13j15h25. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. Same patient as (B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis manifested by abdominal pain. The cause of the peritonitis was unknown. On the same day, the pt was hospitalized for the event. On an unreported date, the pt was treated with unknown pain medications for peritonitis. On an unknown date in the same month as the event, the pt was treated with an unknown antibiotic for peritonitis. On an unknown date the following month, the pt discontinued unknown antibiotic therapy. The same month, the pt was discharged from the hospital and began treatment with levofloxacin (500 mg, every other day for 16 days, route not reported) for peritonitis. The levofloxacin therapy was ongoing. At the time of this report, the pt was recovering from the event and the pd therapy was ongoing. Additional information was requested but was not available. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number 13j15h25. There were no issues detected during manufacturing process. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.